Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n236438, implanted: (B)(6) 2010, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported a pump explant was scheduled for (B)(6) 2014 and it was believed the patient was having the pump explanted because it was recalled. The exact recall was unknown. The reporter was not aware of any issues the patient was having with the devices. It was unknown what drug the pump was being used to deliver. The cause of the event, what the recall was related to, if the patient was having symptoms and the patient outcome were also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.